Event description:
It was reported that a user on the first day of ilet use experienced hypoglycemia after administering a correction for prior hyperglycemia and asked whether to make a meal announcement; the agent advised against announcing a meal with a correction and instructed continued monitoring and correction until stable. Symptoms included low blood glucose with a nadir of 56 mg/dl. Outcomes included transient hypoglycemia lasting approximately 15 minutes, self-treated with oral glucose tablets, without need for assistance, medical intervention, or hospitalization. Investigation included troubleshooting and user education on appropriate use of corrections and meal announcements for the device. Investigation of this case revealed no device alarms beyond expected low glucose alerts and no identified device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.